Event description:
As reported via (B)(6) notification (B)(4), a strand of hair was found inside the sterile packaging of a 6f 100 cm judkins left (jl4) infiniti diagnostic catheter which was not opened. There was no reported patient injury. Additional event details were requested; however, not provided. The device was not returned for evaluation as anticipated.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a strand of hair was found inside the sterile packaging of a 6f 100 cm judkins left (jl4) infiniti diagnostic catheter which was not opened. There was no reported patient injury. Additional event details were requested; however, not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18160411 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿packaging/pouch/box foreign material in sterile package moveable particle¿" could not be evaluated. With the limited information provided, without the return of the device, and with no images of the packaging/foreign material, the cause of the reported event could not be determined. Unspecified handling or storage factors may have contributed to the reported issue. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.